Event description:
Note: the date of event is unk. It was reported to boston scientific corp on 04/28/2009, that a radial jaw 3 single-use biopsy forceps was used during a procedure. According to the complainant, prior to the biopsy following introduction of the device into the endoscope, the nurse noted that a forcep was missing. The forcep was not in the package and was not located. However, follow-up revealed the missing forcep did not come in contact with the pt. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Fracture(s) of device/ material. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.